Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to hysterectomy, laparoscopic procedure, the needle detached from the thread. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one sutures and one needles. The needle was detached from the suture and the suture was broken. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of suture broken that has no relationship to the reported condition. A definitive root cause could not be determined. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.